Event description:
The customer received questionable low calcium results for patient samples over several days. The samples were repeated on the same analyzer or the other cobas c501 analyzer at the site. Of the data provided, only the results for six patient samples tested on (B)(6) 2012 were discrepant and reported outside the laboratory. All results are in mg/dl. Patient sample 1 initial result was 7.3 and the repeat result was 8.84 (8.8). Patient sample 2 was from a male patient born on (B)(6) 1984. The initial result was 7.0 and the repeat result was 8.82 (8.8). Patient sample 3 was from a (B)(6) female patient. The initial result was 7.6 and the repeat result was 9.56 (9.6). Patient sample 4 was from a female patient born on (B)(6) 1941. The initial result was 7.2 and the repeat result was 9.11 (9.1). Patient sample 5 was from a female patient born on (B)(6) 1932. The initial result was 7.0 and the repeat result was 8.92 (8.9). Patient sample 6 was from a male patient born on (B)(6) 1929. The initial result was 7.1 and the repeat result was 10.12 with a data flag (10.1). The customer stated she found no evidence of any adverse events occurring and corrected reports were sent. The calcium reagent lot number was 66441801 with an expiration date of 11/30/2012. The field service representative determined there was a problem with the fluidics. He adjusted the gear pump pressure higher, increased the outside probe wash pressure, checked the rinse mechanism volumes and performed a cuvette mixing check which was ok. To verify the analyzer operation, he ran precision testing and the customer ran five sample profiles with no repeat needed for calcium and results which correlated to the previous results.

Manufacturer narrative:
The investigation could not determine a specific root cause. Based on the information provided, a reagent related issue is not likely. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results: the field service representative determined there was a problem with the fluidics.